Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the definitive root cause of the reported failure. The customer complaint cannot be confirmed. Log file evaluation: tubing set error (cassette not fully loaded) -set leak due to liquid pressure change failure. Customer was able to run a test infusion with a new testing cassette. The pump was able to pass the test infusion with no signs of faults or errors. New logs were sent and reviewed to confirm the results from the most recent test. The pump can be returned to customer use. Potential root cause could be related to a leak coming from the admin set cassette due to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.

Event description:
The following has been reported: biomed reported: cassette misloaded error despite cleaning and changing cassette, no patient harm, no report of stopped infusion. A preliminary review of the logs identified the following issue: administration set leak (external part). Tubing set error (cassette not fully loaded). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer.

Manufacturer narrative:
N/a.